Manufacturer narrative:
H3: product analysis #product:(B)(4), lotno:1895538 although the symptoms as requested could not be duplicated/observed during the inspection at the time of acceptance, it was recommended that the product was repaired and maintained by the manufacturer just to be safe. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility regarding an endoscope. It was reported that there was a missing part in the image. It was unknown if there was patient involved. There were no further complications reported regarding the event.